Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 79 mm diameter abdominal aortic aneurysm approximately three months ago. Vessel morphology was adequate. A type ii b endoleak was noted and it was corrected by remodeling the stent graft. The patient already suffers renal insufficiency had an increase in creatinine level (from 1.3 five days pre-implant to 1.8mg/dl) and was diagnosed with acute chronic renal failure. This was likely an acute tubular necrosis process given the patient's perioperative hypotension, but could also be a pre-renal process given the patient's blood loss (25cc). The investigator states the renal failure was related to the procedure, but not related to the study device. Two days post-operatively on the patient's hematocrit was noted to have drifted to 22%; and was transfused with 2 units of packed red blood cells. The investigator states that the low hematocrit/hemoglobin was related to the procedure, but not related to the study device. No additional clinical sequelae were reported.

Event description:
It was reported that the patient was lost to follow up for their 12 month visit. On an unknown date the patient expired. The date of death is unknown. Autopsy and death report are not available.

Manufacturer narrative:
Exact date of death is unknown. Results: inherent risk of procedure (death); (insufficient information; cause is unknown). Conclusion: known inherent risk of a procedure (death); (insufficient information; cause is unknown).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (renal complications), patient's condition affected effectiveness of device (pre-existing renal insufficiency). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (pre-existing renal insufficiency).